Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is no longer able to communicate with their ipg. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention wherein their ipg was replaced. Patient has effective therapy post op.